Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient was experiencing shocking complications. The patient was admitted to the hospital for evaluation of sub optimal pacing and sensing values. Under fluoroscopy it was found that the ra and rv leads had been dislodged in a manner consistent with twiddler's syndrome. The physician proceeded to dissect the pocket of the device to reposition the leads and found secretions associated with infection. The system was explanted.